Event description:
It was reported that the tube clamp would not close on the roller pump. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.

Manufacturer narrative:
Event reproduced at the (B)(4) service center.